Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the battery handpiece device was making a heavy noise from the first day. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device mechanics and gear wheel were defective. It was noted that the device was making a heavy noise. It was also noted that the device failed pre-test for free moving. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a manufacturing process error. This issue is being investigated further. When additional information is available, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: the date the device was returned to the manufacturer has been updated to june 15, 2017. Device evaluation: further evaluation determined that reliability engineering evaluated the device and determined that the gear was seized, jammed, heavy moving and the spiral bevel gear was too loud. It was further determined that an additional root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.